Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. The system was extracted to resolved this issue. There were no additional adverse effects reported.